Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing fever and pain at the implant site; little drainage was noted at the incision site. The device was explanted and the patient was administered antibiotics. Hospital pathology did not confirm infection. The patient was fine prior and post procedure.